Manufacturer narrative:
Technical support walked the user through restarting the xhibit central station. Once restarted the issue was resolved. Cause of failure was not established, however based on the information provided by the customer its likely the unit was experiencing a memory leak. Memory leaks are resolved via restart.

Event description:
The customer contacted spacelabs technical support to report that while monitoring telemetry patients, the displays of the xhibit central station became unreadable and frozen. There was no patient or user harm associated with this event.